Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was in use on a patient who was receiving vasopressors (described as "pressors"). The nurses were titrating up the "pressors" quickly but the patient was still hypotensive. It was further reported that the nurses then used a mitigation strategy (the mitigation strategy was not described), and the patient then became very hypertensive. The patient outcome was not provided. No further information is available.